Manufacturer narrative:
(B)(4). Batch # u5a15a. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut some or all of the tissue? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? If not, please explain. If the stapler did fire was the staple line complete? If another issue occurred, please provide details. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during an unknown procedure, the knife did not cut through. Surgery was delayed 30 minutes, but was completed with suturing. There were no patient consequences reported.